Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was unknown at the time of incident. Customer indicated that the sensor did not communicate with the pump. Customer declined to troubleshoot but indicated that they would call later. No further details.